Manufacturer narrative:
Device remains implanted. Per the instructions for use (IFU), conduction system defects (heart block ), arrhythmias and conduction system defects that may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, bioprosthetic heart valves, and the thv procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the thv procedure. According to the literature review, and as documented in an existing clinical technical summary, atrioventricular conduction disturbances after thv are associated with many patient related and procedural related factors, including preoperative comorbid status, the degree, and bulkiness of aortic valve and annular calcification, interventricular septal thickness, preexisting electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, thv may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after thv are well documented and described in the literature. It is also documented that preexisting heart block is common in patients undergoing thv or surgical avr and another 4 to 6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. Per the instructions for use (IFU), heart block is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event and the event is considered to be related to patient/procedural factors. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Per the instructions for use (IFU), conduction system defects (heart block ), arrhythmias, and conduction system defects, (bradycardia, lbbb, rbbb) which may or may not require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, the use of local and/or general anesthesia, bioprosthetic heart valves, and the thv procedure. Sick sinus syndrome (sss), also called sinus node dysfunction (snd), is an umbrella term for a group of abnormal heart rhythms (arrhythmias) presumably caused by a malfunction of the sinus node, the heart's primary pacemaker. Bradycardia-tachycardia syndrome is a variant of sick sinus syndrome in which slow arrhythmias and fast arrhythmias alternate. It is often associated with ischemic heart disease and valvular lesions. Sick sinus syndrome is more common in elderly adults, where the cause is often a non-specific, scar-like degeneration of the cardiac conduction system. Coronary artery disease, high blood pressure, and aortic and mitral valve diseases may be associated with sick sinus syndrome, although this association may only be incidental. Acquired snd may occur after damage to the sn artery during cardiac surgery or may be due to occlusion, such as after myocardial infarction. Another surgical cause of snd includes sn tissue damage during cannulation of the superior vena cava (svc) for cardiopulmonary bypass or extracorporeal membrane oxygenation (ECMO). Ischemic cardiac arrest may also cause snd. The natural history of snd may be highly variable, although it tends to be progressive. The only effective treatment for patients with chronic symptomatic snd is pacemaker therapy. Slow heart rates or bradycardia have many potential causes including disturbances in automaticity and conduction, medications including general anesthesia, electrolyte imbalances, advanced age, and cardiac diseases. If this cannot be managed with medication, permanent pacemaker implantation may be necessary. Per the instructions for use (IFU), atrial fibrillation is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event and the event is considered to be related to patient/procedural factors. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Device remains implanted.

Event description:
As reported through the japanese tavi registry reporting system, the patient underwent a transfemoral tavr and received a 26 mm sapien 3 valve in the native aortic position. On postoperative day (pod)one (1), the patient developed complete left bundle branch block (clbbb). Then, atrial fibrillation (af) and long pause was observed, and temporary pacing was inserted. On pod-2, direct current (dc) cardioversion was performed because paroxysmal atrial fibrillation (paf) was continued. After af improved, complete atrioventricular block (cavb) was confirmed and a permanent pacemaker was implanted.